Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log confirmed the reported problem. However, unable to duplicate event. Further evaluation of the device found moderately bubble downstream occlusion sensor (dso) seal, contamination found at dso sensor and latch/lock area, contamination found at latch/lock mechanism and handle/latch was loose found. Preventive measure replaced dso sensor and latch/lock. Updated firmware version v1.2.2 to v1.2.4. After repaired all functional test of the pump passed.

Event description:
It was reported that the pump displayed a downstream occlusion alarm. Patient involvement is unknown.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.